Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Section h3. Has been updated. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E 1. Initial reporter phone:(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade (CT). It was reported that a cardiac tamponade occurred. A transseptal puncture was performed with a radiofrequency (rf) needle. Needle product information is not available. Ablation was performed before the cardiac tamponade was identified. Steam pop was not confirmed. There were no abnormalities observed prior to and during use of the product. The complaint product will be returned for analysis. The adverse event occurred on 27-mar-2023. It was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that causal relationship with the product is unknown. Transseptal puncture was performed. Prior to noting the CT, ablation was performed. Irrigation catheter¿s flow rate setting:. Svc ablation was performed with 2ml/min at 25 w power setting. Visitag was used. Tag index was also used. No error messages were observed on biosense webster equipment during the procedure. No additional filter used with the visitag.